Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a volume error alarm during fill 1. The patient discontinued treatment during dwell 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3927 ml during drain 1 of the treatment. This drain volume is 245% the patient's fill 1 volume of 1602 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient¿s contact, it was confirmed that the symptoms of full and bloated subsided and the patient did not experience any adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient completed treatment the next morning using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10; h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed evidence of dried fluid on the heater tray rain guard. Although there were visual indications of dried fluid within the cassette compartment, there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. The front panel assembly was broken apart and held together by masking tape. The cassette door cover was cracked. An (as received) simulated therapy was initiated and completed on the cycler without failures. The weighed fill volumes were found to be within tolerance. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed and was in tolerance. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The mushroom head check passed and the cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.